Event description:
They have had 6 tunnilitis 5 of which were demarcated by redness, heat and some swelling in the area of the tunnel and exit site. Observed puss with only 1 of the 6 devices. All devices were easily removed indicating incomplete in growth into the cuff, and the exit site of each was not completely sealed against the catheter shaft.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.